Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported that the insulin pump alarmed button error. Blood glucose value was 21 mmol/l. Device was not exposed to moisture. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on the keypad traces were noted. The pump had minor scratches on the lcd window and cracked battery tube threads.